Event description:
It was reported that a tr35w was used during a esophagectomy procedure. It was reported by the affiliate that the cartridge fell into the pt. The cartridge was retrieved from the pt. There was no consequence to the pt.

Manufacturer narrative:
Date sent: 11/30/1998. Device not returned for analysis.